Manufacturer narrative:
Subject device(s) was returned for evaluation. Visual examination could not confirm the reported complaint of shedding as there is no evidence of any material missing. A review of the device history records does not identify any discrepancies. A review of the device history report(s) did not identify any discrepancies. A review of the complaint history confirmed that no additional complaints were associated with the manufactured lot on file and that no abnormalities were reported with this product lot during manufacturing. Dimensional inspection confirmed drill met print specification. Per results of the investigation, no root cause could be determined post evaluation. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament repair (acl) procedure utilizing the cannulated drill bit - 10mm, it was reported that there were metal shavings on top of the tibia while drilling into the tibial tunnel. It was reported that the shavings were removed from patient. (B)(4).